Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Additionally, customer delivered a manual injection in addition to a pump bolus to treat a prior bg level. No additional information was provided.